Manufacturer narrative:
Other, other text: h3, h6: event methods, evaluation, and conclusion codes: updated. One device was received for investigation. During visual inspection the device was observed to have a non-standard battery, top case chipped and cracked in front corners, and the right plunger case cracked. Further inspection determined the device motor carriage was damaged. These observations confirmed the reported issue. When functionally tested, the device would not power on. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the inspection observations, the reported issue was confirmed, and the investigation attributed the root cause of the condition to user interface. As a nonstandard battery was found installed on the device, the device has been retained for further inspection, with repair actions assigned as required.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device has broken parts inside, probably the cam. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.